Event description:
Pt complained of continual pain in right temporomandibular joint. The right prosthesis was explanted on 8/20/96. The explanting physician indicated that the right prosthesis had been implanted in conjunction with a rib graft, and was pushing against the right ear canal, causing pain. In his opinion, the implanting surgeon improperly positioned the prosthesis.